Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please, explain how the device broke. Were there any error messages and if so what were they? No. Did the device activate? Yes. Did the I-blade move when the jaws were opened and closed? Yes. What part of the device broke? The moveable top jaw. Did the moveable top jaw break off? Yes. Did the black ptc break off of the jaw (attached to moveable top jaw)? No. Did the ceramic (on the lower non-moveable jaw) break off? No. Did the electrode (on the lower non-moveable jaw) break off? No. Did the broken part fall into the patient? Yes. Was the broken part retrieved form the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the broken part being returned with the device? Yes. Or, was the broken part discarded? No.

Event description:
It was reported that during an unknown procedure, the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported and the patient is stable.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. In addition, the cable was cut off. The cable cut off is not related with complaint. Upon inspection to the device, there were no anomalies found with the jaws as was reported. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.